Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat restenosis of the left anterior descending (lad) and diagonal coronary arteries as well as a lesion in the obtuse marginal coronary artery. The lad and diagonal were treated with drug coated balloons and intravascular ultrasound (ivus) as well as a scoreflex balloon. The obtuse marginal artery was stented with a 2.25x23 mm xience skypoint stent with no reported issue. The 3.0x38 mm xience skypoint stent was implanted in the lad and the 2.5x38 mm xience skypoint stent was implanted in the diagonal. The stents were post-dilated at 40 psi with an nc high pressure balloon. A perforation was noted at the mid lad. A non-abbott stent was used to treat the perforation. The patient was stable during the entire case. No additional information was provided.